Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus was unable to work; replaced and calibrated stylus. Analysis however was unable to confirm that the programmer has issues turning on. It was noted that the bezel was chipped, however, that did not affect the functionality of the programmer and was not replaced. Reconfigured hard drive and reloaded software as a preventative. Reconfigure hard drive and reloaded/updated software. The programmer then passed functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had issues turning on, the stylus outlet was not working and no stylus would work when changed out. It was further reported that the software needed to be updated. There was no patient involvement.